Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined. Rationale: no batch#/sample available. No further investigation required.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe had foreign matter on the tip cap. This was discovered before use. The following information was provided by the initial reporter: the nurse opened the 10ml flush to prepare the deep vein irrigator for the patient. She found there was the black spots on the tip cap, and replaced it with a new flush to complete the operation.